Manufacturer narrative:
(B)(4). Claim # (B)(4).

Event description:
The reporter indicated that on (B)(6) 2022 a 13.2mm, vicm5_13.2, -11.50 diopter, implantable collamer lens got stuck in cartridge or injection system and tore during loading there was no patient contact. A replacement lens has been requested.